Manufacturer narrative:
H3. Analysis of the catheter identified twisting in the catheter, a break in the catheter body, and a kink in the catheter body. H6. Device code a1409 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving unknown morphine (0.5 mg/ml at 0.11558 mg/day) and bupivacaine (5.0 mg/ml at 1.1558 mg/day) via an implantable pump. It was reported that when the patient went for a refill in the office, the pump was found to have a full reservoir. When the pump was explanted, the catheter was found to be tightly coiled in the pump pocket. The pump and catheter were revised and returned for analysis. The issue was resolved at the time of this report.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-jun-2027, UDI #: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2026, product type catheter h3. Analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.